Event description:
It was reported that following a miniarc implantation the patient experienced pain and a mesh exposure was found. The patient is being evaluated by another urologist or urogynecologist for further care for consideration of mesh removal. No revision surgery is scheduled at this time. No additional patient complications have been reported in relation to this event.